Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
For the middle bile duct stricture case, the bile duct was approached from the duodenal papilla endoscopically using a wire guide (0.025 inch) and a cannula (mtw/7fr). After the wire guide was passed through the stenotic area and the cannula was inserted along the wire guide, the wire guide was replaced with an acrobat2 (0.035 inch) and the delivery sheath of the evo-pc-8-9-6-b was advanced. However, the tip of the delivery sheath got stuck at the stenotic area and could not pass through, so placement of evolution stent was abandoned. The procedure was completed by using a plastic stent (product name/lot#: unknown) instead. Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes 1 general questions: 1-1 at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal)? (While inserting the evolution in the patient) 1-2 (if any damages were confirmed prior to use) was the package damaged? No 1-3 (if any damages were confirmed prior to use) how was the device stored? 1-4 what endoscope type and channel size was used? Olympus/tjf 1-5 what was the position of the elevator? Was it opened or closed? Unknown 1-6 details of the wire guide used (diameter, type, make)? Cook acrobat2 0.035inch angle 1-7 was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no unknown 1-8 did any part of the stent contact the patient¿s anatomy when the complaint occurred? No 1-9 please advise the anatomical location of the intended target site the bile duct 1-10 how long was the stent in the patient by the time this complaint occurred? N/a the evolution stent could not be placed. 1-11 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a the evolution stent could not be placed. 1-12 did the patient require any additional procedures as a result of this event? N/a, yes, no no 1-13 what intervention (if any) was required? 1-14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day? (Same procedure) 1-15 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no no 1-16 if yes, please specify what was observed and where on the device it was observed. 2 stricture information: 2-1 what was the length and diameter of the stricture? 2-3cm 2-2 where was the stricture located in the body? The middle bile duct 2-3 was there resistance felt passing wire guide through stricture? No 2-4 was there resistance felt passing the evolution through stricture? Yes, unable to pass through. 2-5 was the stricture dilated before stent placement? No 3 questions related to during insertion into patient: 3-1 was the product inspected for kinks or damage before use? No 3-2 was resistance felt during insertion into patient? Yes (the evolution stent could not be placed.) 3-3 if yes, at what point?

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 07-may-2025 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: the device evaluation of the evo-pc-8-9-6-b of lot c2063860 was involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all evo-pc-8-9-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-pc-8-9-6-b of lot number c2063860 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c2063860. Instructions for use and/label: as per the instructions for use, ifu0062, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU or label. It may be noted that the device was not inspected for damage prior to use. However, this did not contribute to the issue reported and no additional complaint required as failure to inspect the device cannot cause a failure but can merely prevent a damaged device from being user, however, product manager was notified of this occurrence. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause of issue reported could be contributed to the torturous path/tight stricture causing a build-up of pressure and resulting in issue reported, delivery sheath unable to pass through the stenotic area. It is known from the available information that resistance was felt passing the evolution through stricture. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, delivery sheath unable to pass through the stenotic area. Confirmed quantity of 01 device, confirmed used. According to the initial report, no adverse effect on the patient has been reported. Investigation findings conclude that a possible root cause could be attributed to patient anatomy. Complaint is confirmed based on customer and/or rep testimony.